Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information was available, an exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during three different vitreal-retinal procedures, the surgeons experienced leaking from the valved trocars. There was no patient harm reported. Additional information and product sample status was requested but has not been received to date.